Event description:
Patient reported there is a black stripe on the display of the blood glucose monitoring device. Patient stated misinterpretation is possible. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).